Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three to four times consecutively when squeezing the handles, it would not close completely. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date stent: 06/08/2009. Empty device. Evaluation summary: the analysis results found that the er320 device was received in good visual condition. When testing the device for functionality, it was noted to be empty, and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. No functional testing to reproduce the reported event could be performed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.